Event description:
It was reported that the device was nearing elective replacement indicator (eri) sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2004; 694765, implantable defib lead, (B)(6) 2004. (B)(4).